Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v638031, implanted: 2011-(B)(6), product type lead, product ID 3708240, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received reported the manufacturer representative was not aware of the event in (B)(6) 2012. It was noted, the patient had been seen in the past for simple reprogramming.

Event description:
It was reported the patient met with a manufacturer representative about a year ago, (B)(6) 2012, because he was having problems and was reprogrammed. It was reported ¿it was not coming on and not working properly.¿ the patient was programmed and it was working fine up until a car accident a couple of weeks ago.